Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room experiencing syncope with long pauses shown on the EKG (electrocardiogram). A lead warning for undefined high impedance was noted, along with high thresholds, no capture at maximum output, oversensing, and noise. The patient was admitted to the intensive care unit, with reprogramming performed and a temporary pacing lead placed in the middle of the night. The next morning the rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.